Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2019 due to high blood glucose level of 500 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any treatment related to high blood glucose level at the hospital but had treated with bolus. The customer reported that they experienced nausea, vomiting and abdominal pain as a symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).